Event description:
While performing a liver resection the clips were crossing at the tip and transecting vessels, or not closing all the way. Three multiple clip appliers were used in the case before a functional applier was found. No pt consequence was reported. The three devices used in this procedure were discarded. Two sterile devices from the same lot number are being returned for analysis.